Event description:
It was reported that a patient experienced a myocardial infarction and subsequently passed away coincident with automated peritoneal dialysis therapy. The cause of the myocardial infarction was not reported. The patient was hospitalized for the myocardial infarction and passed away during the hospitalization. Treatment for the myocardial infarction was not reported. It was not reported if peritoneal dialysis therapy was ongoing up until the time of death. It was not reported if automated peritoneal dialysis therapy with a baxter healthcare device and/or baxter healthcare solution(s) was ongoing at the time of death. The cause of death was reported to be myocardial infarction and it was not reported if an autopsy was performed. No additional information is available.

Manufacturer narrative:
(B)(4). The device was manufactured on an unspecified date in 2003. The returned device was evaluated by the product analysis laboratory (pal). The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. A service history review was not performed as records revealed that the device had not been serviced in more than one year. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The power on self-test was successfully performed. A short simulated therapy was successfully performed. The device passed all check and calibration tests successfully per baxter specifications. Per pal evaluation, there was no failure, malfunction or iipv (increased intraperitoneal volume) events identified that could have caused or contributed to the reported issue of patient passing away. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.